Manufacturer narrative:
Product ID 3387s-40, lot # v280394, implanted: (B)(6) 2009, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v280394, implanted: (B)(6) 2009, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported the patient had a few episodes of acute loss of efficacy. The patient went from taking 2 sinemet per day to needing every two hours. The total loss of efficacy was spontaneous. The device has shown different open circuits when evaluated at different times in the office, about a year after implant. The reporter wondered if there was a short circuit. At one point contact 2 was open, and then another time 3 was open. It was noted the patient was ¿not doing well.¿ the health care professional assumed there was an issue with the lead-extender connection. It was reported four days later that there were ¿fluctuating¿ impedances. The health care professional tightened the implantable neurostimulator (ins) and extension connections, but this did not resolve anything. Monopolar impedances were high for the left side (2900, 3000, 3400, and 4100 ohms) before and after tightening. Bipolar impedances averaged around 1800 ohms, except for 0-3 which was 4 300 ohms. The patient seemed to have intermittent therapeutic benefit and it was suspected it was related to position. Initially, the #2 contact was okay, and then it was not so a fracture was suspected. It was attempted to program around this and use the #3 electrode. Impedances for the right side were all in normal range. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was getting fluctuating benefit and all four contacts were bad on the left lead. It was noted that there was a fracture in the left lead, and the lead was removed on (B)(6) 2013. It was reported that surgery had not yet been scheduled to reimplant the left lead, and the right lead remained implanted. It was noted that the healthcare provider had not seen the patient since the explant surgery and patient outcome or status was unknown.

Manufacturer narrative:
(B)(4).